Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. Upon investigation the front and rear response buttons were intermittently non-functional. The cause for the failure was damaged response button metallic domes. The root cause for the damaged domes could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had non-functional response buttons.